Event description:
While pre-oxygenating an infant prior to the start of anesthesia induction, the drager perseus anesthesia unit alarmed and the message "do not connect patient, run full system test" appeared and could not be cleared. A system test had been run that morning and the unit passed. In order to proceed with anesthesia, the full system test was performed and it passed.